Manufacturer narrative:
Moisture damage was found on the insulin pump's electronics, motor, battery tube, vibrator, and keypad assemblies during visual inspection. The pump was also received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker. (B)(4)

Event description:
Customer reported via phone call that the insulin pump was exposed to fluid and received a blank display as a result. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for pump exposure to fluid. The customer confirmed that he got caught in the rain and that the display went blank immediately after the pump got wet. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.